Event description:
The ge oec 9800 fluoroscopy sys had reported image quality issues with artifacts (grainy images) in the displayed image.

Manufacturer narrative:
A ge oec svc rep investigated the image quality issue and found that during higher exposures, the batteries dipped to voltage below spec. As a result, the sys battery pack was replaced. Additionally, adjustments were made to the camera and iris to provide optimum image display. The sys was tested and found to be operating as intended. The sys was released to the customer for use. The facility was unable to provide and the pt info with respect to this sys issue. There were no reported or documented negative effects to any pt care or treatment.